Event description:
Reporter stated that customer received the following results on the aviva system within 2 minutes: 7.5 mmol/l and 1.5 mmol/l. Customer had hypoglycemic symptoms of feeling tired at the time of these results. Customer self treated with "sugar." No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because used strips were returned.

Manufacturer narrative:
The event occurred in (B)(6).